Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for high blood glucose levels over 1000 mg/dl. The customer had no details regarding the event, and was unable to troubleshoot. Advised to have the customer or his family call back for troubleshooting when possible. Nothing further was reported.